Manufacturer narrative:
Citation: tomar m et al. Rapidly progressing giant aneurysm of right ventricular outflow tract with severe conduit obstruction: report of two cases. Images paediatr cardiol. 2018 jan-mar;20(1):1-7. Doi: not available ¿ literature article attached. Earliest date of publish used for event date. However, exact date of publish could not be obtained; used month and year of publication for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding two case reports concerning right ventricular outflow tract aneurysm requiring early surgical intervention. Case 2: (B)(6) -year-old male patient who previously had an operation to correct truncus arteriosus at the age of 3 months underwent conduit replacement surgery. It was reported that the patient was treated with a medtronic contegra valved conduit (serial number not provided), however, the time of contegra implant was not specified (initially at 3 months of age or during conduit replacement surgery at (B)(6) years of age). Six months after the conduit replacement surgery, the patient presented with low grade fever, pallor, loss of appetite combined with weight loss. The symptoms were noted to have occurred for 2 months and the patient had been administered oral antibiotics intermittently during that period. During examination, the patient was feverish, severely anemic, malnourished, in addition to detected splenomegaly (6 cm). The patient was diagnosed with bacterial endocarditis and an echocardiogram showed multiple vegetations in the right ventricular outflow tract attached to the conduit, but with no evidence of right ventricular outflow tract obstruction. The patient received intravenous antibiotics for 8 weeks and responded well to the treatment. Four weeks later, symptoms of infection reoccurred. Blood tests showed elevated inflammatory markers and a chest x-ray exhibited mild cardiomegaly. Echocardiography and computed tomography pulmonary angiography revealed a ¿massive¿ right ventricular outflow tract aneurysm at the right ventricle-conduit junction that was compressing the conduit causing conduit obstruction. Subsequently, the patient was given another round of intravenous antibiotics followed by surgical replacement of the conduit and resection of the right ventricular outflow tract aneurysm. Cultures of the patient¿s blood, urine and the surgically removed conduit did not demonstrate any signs of growth. Four months later, the infection reoccurred and the patient died. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that in case 2 the patient had underwent contegra implant at 3 months of age (the conduit serial number was not provided). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.